Manufacturer narrative:
(B)(4). Only event year is known. It is assumed first day of the month (month, year) that the complaint was received. Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: were there any issues experienced with the device in the initial surgical procedure? No. Sales reps. Were in the six cases he performed this day and there was zero indication of any device failure. Every single case he does the same thing. Two greens, then four to five gold. He uses cook strips. He used a 32 bougie, does not sew the omentum, and then covers staple line with tisseel. On two of the cases he used an el5ml to clip staple line&.which he has always done with both ethicon and when medtronic. Was a leak test performed? If so, what type and what was the result? Yes. He has anesthesia perform an air test. Was buttressing material used? Yes. He uses cook strips on every firing. What color cartridges were used? Two greens. Rest gold. Rarely naked blue if little hanger at angle of his. No blues were used this day. How was the leak identified? The surgeon reported 13 days post op that the patient had presented back at st. Francis. Minimal details provided. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Nothing was reported until he sent a text tuesday, july 20th, that patient had 3-4 cm staple line dehiscence how was the leak addressed? Patient transferred to iu health downtown for endoscopic procedure to address. The surgeon stated that this leak reported last week showed a 3-4 cm staple line dehiscence at the upper sleeve. This case was 6/30/2021 and both sales reps. Were in the cases that day. Event additional information received- we were told that patient presented 2 weeks post op back at st. Francis but that their gi team do not perform the type of treatment needed to re-treat, so patient was transferred to iu. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post op to a laparoscopic gastric sleeve, the patient had a leak. No other details provided.